Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device gave a "ECG equipment malfunction" message. There was no reported patient involvement.

Manufacturer narrative:
The reported problem was traced to a faulty processor pca. This testing may render the device unsuitable for further use; therefore philips does not return devices that have undergone failure analysis at the failure analysis lab. The device is being scrapped.

Event description:
It was reported to philips that the device gave a "ECG equipment malfunction" message. There was no reported adverse patient impact.